Event description:
Seven days post index procedure, it was noted that the pt had stent thrombosis. An interventional procedure was done. The thrombus was removed and a 3.0 x 32mm liberte bare metal stent was implanted. The pt was initially admitted with unstable again in 2007. The pt had a target lesion in the left anterior descending branch that was de novo, concentric and mildly calcified. The vessel was 2.75mm in diameter. The lesion was pre-dilated with a balloon at 8atm for 10 seconds and a 2.75 x 33mm cypher select plus stent implanted at 14 atm for 20 seconds. The stent was then post-dilated three times with a balloon at 16 atm for 10 seconds. The pt's medications include the following: aspirin, plavix, lipitor, ace inhibitors, nitroglycerin and lmwh.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a female with a history of hypertension, diabetes and hyperlipidemia. This pt's history places her at increased risk of mace. The indication for admission to hospital was acute coronary syndrome. A coronary arteriogram revealed 9mm and 10mm, de novo, concentric and mildly calcified lesions of the left anterior descending (lad) artery. According to the IFU, cypher is indicated for use in discrete lesions. The reference vessel diameter was 2.75mm. The lesion was treated with pre-dilation followed by implantation of a 2.75 x 33mm cypher select plus stent at 14 atm. The stent was post-dilated and intravascular ultrasound was not conducted. Timi flow remained 3 both pre and post-procedure. Pre-procedural medications included asa, plavix and low molecular weight heparin while unfractionated heparin was given during the procedure. Post-procedural medications were asa and plavix. Gpiib/iiia inhibitors were not used and act values were not measured. Seven days following the index procedure the pt underwent repeat coronary angiography for an unknown indication. This revealed an in-stent thrombosis requiring aspiration and implantation of a 3.00 x 32mm liberte bare metal stent. No other information was provided regarding this event. A cypher remained implanted in the pt and thus not available for evaluation. A device history records review was conducted and found the product met quality requirements for product acceptance. Thrombosis is a known potential adverse event following stent implantation. Based upon the information provided, it is not possible to conclusively determine the cause of the event however; there are pt and lesion factors that may have contributed to it. There is no clear indication this event was design or mfg related.